Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from diligence attempts (updated b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The product was inspected prior to use. All other details pertaining to the event were unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the unique device identifier (UDI) label had come off. Upon further inspection, it was observed that the adhesive of the objective lens was peeling off due to deterioration caused by physical or chemical stress. It was also observed that the curved rubber adhesive was missing and had scratches due to external factors. It was observed that the video connector and video connector case is cracked due to external factors. Lastly, scratches were observed on the following unit components due to external factors: operation part, the grip, the angle lever, right and left lever, up-down plate, right-left plate, switch 1, video connector, video connector case, light guide connector and on the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope video connector label was peeling. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens was peeling, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.